Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condition/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness"), feeling abnormal ("brain fog"), dyspnoea ("shortness of breath"), fibromyalgia ("fibromyalgia") and restless legs syndrome ("restless leg") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain, feeling abnormal and dyspnoea had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, restless legs syndrome, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011, (B)(6)2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condition/prob. Concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events restless leg and fibromyalgia were added. On 23-mar-2020: new event shortness of breath was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condit/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain and feeling abnormal had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob. Concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. New event brain fog added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condit/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness"), feeling abnormal ("brain fog"), dyspnoea ("shortness of breath"), fibromyalgia ("fibromyalgia") and restless legs syndrome ("restless leg") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain, feeling abnormal and dyspnoea had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, restless legs syndrome, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. 822374, 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condit/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness"), feeling abnormal ("brain fog"), dyspnoea ("shortness of breath"), fibromyalgia ("fibromyalgia") and restless legs syndrome ("restless leg") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain, feeling abnormal and dyspnoea had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, restless legs syndrome, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Concerning the injuries reported in this case, the following ones were confirmed via medical records: pelvic pain, menorrhagia and dyspareunia. Essure lot number: 822374, and 774378, with expiration date: (B)(6) 2014 respectively . Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Essure lot number was added. Patient date of birth was added. This case is medically confirmed. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. 822374, 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condit/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness"), feeling abnormal ("brain fog"), dyspnoea ("shortness of breath"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless leg") and arthralgia ("joint pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain, feeling abnormal and dyspnoea had resolved, the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, nervous system disorder, ovarian cyst, pelvic pain, restless legs syndrome, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob. Lot number: 774378, manufacturing date: 2010/08, and expiration date: 2013/08. Lot number: 822374, manufacturing date: 2011/01, and expiration date: 2014/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. 822374, 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condit/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness"), feeling abnormal ("brain fog"), dyspnoea ("shortness of breath"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless leg") and arthralgia ("joint pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain, feeling abnormal and dyspnoea had resolved, the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, nervous system disorder, ovarian cyst, pelvic pain, restless legs syndrome, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob. Concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Concerning the injuries reported in this case, the following ones were confirmed via medical records: pelvic pain, menorrhagia and dyspareunia. Essure lot number: 822374, and 774378, with expiration date: 30jan2014 respectively . Lot number:774378 manufacturing date: 2010/08 expiration date:2013/08. Lot number:822374 manufacturing date:2011/01 expiration date:2014/01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: content from medical record (social media) received. Reporter information updated. New event joint pain was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. 822374, 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condition/prob"), breast pain ("breast tenderness and sharp shooting pains in them"), breast tenderness ("breast tenderness"), feeling abnormal ("brain fog"), dyspnoea ("shortness of breath"), fibromyalgia ("fibromyalgia") and restless legs syndrome ("restless leg") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder, breast pain, feeling abnormal and dyspnoea had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, restless legs syndrome, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condition/prob. Concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Concerning the injuries reported in this case, the following ones were confirmed via medical records: pelvic pain, menorrhagia and dyspareunia. Essure lot number: 822374, and 774378, with expiration date: 30jan2014 respectively . Lot number:774378 manufacturing date: 2010/08 expiration date:2013/08. Lot number:822374 manufacturing date:2011/01 expiration date:2014/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts"), nervous system disorder ("neuro condit/prob"), breast pain ("breast tenderness and sharp shooting pains in them") and breast tenderness ("breast tenderness") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased, nervous system disorder and breast pain had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge, urinary tract infection and breast tenderness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob. Concerning the injuries reported in this case, the following ones were reported via social media: breast tenderness, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: events breast tenderness and sharp shooting pains in them added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vag. Discharge"), urinary tract infection ("bladder/urinary problems:uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), ovarian cyst ("other" please describe: ovarian cysts") and nervous system disorder ("neuro condit/prob") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, ovarian cyst, weight increased and nervous system disorder had resolved and the allergy to metals, hypersensitivity, cystitis, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti,fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, weight gain, other, neuro condit/prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia,pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, hypersensitivity, bladder/urinary problems: vag. Discharge, bladder infect., uti, other injuries/symptoms: fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, ovarian cysts, weight gain, neurological condit/prob essure confirmation test not done were added,. Plaintiffs information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.